Event description:
Reporter alleged blood glucose measured 106 mg/dl and emergency medical technicians (emts) were called, however it was not stated customer could not remember the reason medical attention was sought. Customer stated emts measured his glucose to be 52 mg/dl, so he was treated with a glucose IV and hospitalized for 4 days as a result. Customer indicated the emts arrived a short time after the original result however no actual timeframe was provided. A request was made for the return of the suspect device and replacement product was sent.